Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish surgical residue on lens surface. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined not to be lens related. The physician changed his mind and decided to implant a different size lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens into the patient's right eye. After insertion, the doctor requested a different size lens, same model and decided to remove the lens. The incision was not enlarged, one suture was used. There were no issues with the lens. The doctor just changed his mind.